Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9310074, medical device expiration date: 2024-11-30, device manufacture date: 2019-11-06. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: occurrence: this is the 1st. Related complaint for needle clog on lot # 9310074. Unable to perform complaint lot history check due to an unknown lot number for needle clog. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle had no insulin flow during the priming process. Lot# 9310074 was reported to have had 1 occurrence of this event, while an unspecified lot was reported, but it is unknown how many occurrences happened within it. The following information was provided by the initial reporter: "consumer reported no insulin flow during priming with some of his pen needles from the current box. Exact amount of pen needles affected is unknown. Stated last night the first pen needle that he attached did not release insulin during priming. Stated he then attached a second pen needle and that one worked."